Event description:
It was reported that a front soft key needs to be replaced. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.